Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 377775 (lot: v007918); product type: 0200-lead; implant date (B)(6) 2006; explant date brand name; product ID 377775 (lot: v011056); product type: 0200-lead; implant date (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implanted neurostimulator (ins). Patient and her boyfriend stated patient went to get an MRI and the controller shows head only MRI. Patient reported about a year ago she was told only one wire is working and the rest are not working. Patient stated the implant was done in puerto rico and they don't have a doctor (hcp) in the USA. Patient asked to get the ins reprogrammed because its not feeling the same. Agent reviewed MRI information. Agent reviewed reps role and recommend patient consult with doctor's office for next step.